Event description:
It was reported that the device does not communicate reliably with the carrying table. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This device is concomitant to the reported event.

Event description:
This device is concomitant to the reported event. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.